Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/30/2019. The touchscreen was not functioning so it was replaced. Then the navigation ring malfunctioned. The touch screen and navigation ring were replaced. The reported issue was resolved.

Event description:
The customer reported that the ventilator¿s touch screen was not functioning correctly when the navigation ring malfunctioned. There was no patient/user involvement.